Event description:
It was reported by the customer that pyxis medstation es system cubies were not detected on the bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on the bus. A field service engineer restarted station and all tests passed no further issues. The system functioned as intended after the field service engineer troubleshot the device.